Manufacturer narrative:
A corrected lot number was provided by the customer. The device history record for lot aa9028r09 was reviewed and the product was produced according to product specifications. All information reasonably known as of 13 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 03 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2019-00167 for the second report. It was reported that "mic 14fr g [gastrostomy] tube placed in patient with introducer kit on (B)(6) 2019 and by the (B)(6) 2019 all t fasteners had fallen off. Patient developed peritonitis and had to be fed via tpn [total parenteral nutrition]." Additional information received 28-aug-2019 indicated that medical intervention included "CT [computerized tomography] abdomen, PICC [percutaneous inserted central catheter] line insertion, nil by rig [radiologically inserted gastrostomy] and commenced on tpn until tract maturation, repeat CT abdomen and interventional radiology consultant had to re-secured rig tube in the correct position, and all medications has to be switched to IV, as nil other route." Patient's current condition was listed as "discharge from...hospital on rig feeding and currently undergoing radiotherapy in another hospital."